Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A2.25x28mm promus element ¿ stent was selected for use. However, during unpacking it was noted that the stent strut was lifted. The procedure was complete with another of same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 2.25x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent strut rows 1 to 20 on the proximal end of stent appear to be undamaged. The remainder of the stent is damaged; pulled stretched slightly in a distal direction. The undamaged crimped stent outerddiameter (od) measured and the result was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. Visible hardened medium along extrusion. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element stent was selected for use. However, during unpacking it was noted that the stent strut was lifted. The procedure was complete with another of same device. No patient complications were reported and the patient's status is stable.